Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that no readings occurred. The wearable was inserted into the arm on (B)(6) 2025. The date of the event is an approximation. On (B)(6) 2025, the patient experienced three episodes of fainting, resulting in falls and head trauma. The patient regained consciousness independently after an unspecified duration. At the time of the incident, her continuous glucose monitor (cgm) was not displaying any glucose values; no specific error message was reported. A blood glucose (bg) meter reading taken during the episode showed values in the 40s mg/dl. The patient¿s daughter administered sugar and orange juice. A follow-up bg meter reading was 73 mg/dl post-treatment. Subsequently, the patient was transported to the emergency room (ER). At the ER, the patient was unable to recall the specific medications or treatments administered. No bg meter readings were documented during the ER visit. The patient reported that her heart was evaluated and described a prolonged recovery period, stating it took approximately two weeks to feel back to baseline due to persistent head and body aches. The discharge date from the hospital was not specified. At the time of reporting, the patient stated she was feeling ¿okay.¿ data was provided for investigation. The allegation was not confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.